Event description:
A malfunction was reported with a pump showing a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a pump replacement, confirmed the customer's shipping address, and provided instructions for putting the pump into storage mode and returning it. The customer agreed to these instructions and planned to use multiple daily injections as a backup therapy. The pump was under warranty.